Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Bg value not provided. Bg was addressed by the customer's health care provider adjusting the customer's basal settings. The customer declined to provide additional information regarding the issue.